Event description:
It was reported that the septum of a one-link needlefree IV connector remained open when the IV tubing or syringe was removed from the one-link injection cap. The reporter stated that the septum then closed when the cap was tapped or ¿jostled.¿ this occurred while a patient was connected to the IV line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was reported to be (B)(6). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.